Manufacturer narrative:
The serial number of the customer's cobas 8000 - cobas e 602 module is (B)(6). The field service engineer (fse) inspected the module and found the bead mixer and its rinse station were working within specifications. The investigation reviewed the reagent data and noted that the reagent age was less than one week. The investigation reviewed the analyzer log files and noted that they do not contain the date of the event; the investigation did not detect any ft4 issues. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft4 iii and elecsys anti-tpo results from an unspecified number of patient samples tested on the cobas 8000 - cobas e 602 module. The initial results were not reported outside of the laboratory. The reporter was able to provide the following examples of discrepant results: sample 1 - the initial ft4 iii result was 54.03 pmol/l. The repeat result was 18.63 pmol/l. Sample 2 - the initial ft4 iii result was 45.24 pmol/l. The repeat result was 18.24 pmol/l. Sample 3 - the initial ft4 iii result was 37.34 pmol/l. The repeat result was 15.88 pmol/l. Sample 4 - the initial ft4 iii result was 39.61 pmol/l. The repeat result was 15.56 pmol/l. Sample 5 - the initial ft4 iii result was 35.88 pmol/l. The repeat result was 12.74 pmol/l. Sample 6 - the initial anti-tpo result was 236.2 iu/ml. The repeat result was 8.30 iu/ml. The initial ft4 iii result was 33.75 pmol/l. The repeat result was 13.61 pmol/l. Sample 7 - the initial anti-tpo result was 249.1 iu/ml. The repeat result was 9.84 iu/ml. The initial ft4 iii result was 46.79 pmol/l. The repeat result was 18.58 pmol/l. Sample 8- the initial anti-tpo result was greater than 600.0 iu/ml with a data flag. The repeat result was 268.4 iu/ml. Sample 9 - the initial anti-tpo result was 178.7 iu/ml. The repeat result was 8.58 iu/ml. Sample 10 - the initial anti-tpo result was 58.21 iu/ml. The repeat result was 4.22 iu/ml. The initial ft4 iii result was 34.74 pmol/l. The repeat result was 14.38 pmol/l. The ft4 iii reagent lot number is 67527900. The expiration date was requested but not provided. The anti-tpo reagent lot number is 66406600. The expiration date was requested but not provided.